Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the subcutaneous implanted cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) confirmed that this appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Firmware, which triggered the bd error due to the v2p2 count increase. The battery was found to be at 33% now down to 30%. Ts confirmed that this device is malfunctioning and should be explanted and returned for analysis. Device remains in-service. No additional adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) of the subcutaneous implanted cardioverter defibrillator (s-ICD). Boston scientific technical services (ts) confirmed that this appears consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Firmware, which triggered the bd error due to the v2p2 count increase. The battery was found to be at 33% now down to 30%. Ts confirmed that this device is malfunctioning and should be explanted and returned for analysis. Device remains in-service. No additional adverse patient effects have been reported.